Event description:
Additional information was received from the customer which confirmed the patient was not yet taken to the endoscopic ultrasound site when the reported event (spare lamp light indicator was blinking) occurred. The patient was not sedated nor under any anesthesia at that time. The patient's anesthesia/sedation was delayed by 15 minutes only because the procedure was delayed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and correction to e2. Please see updates to b5, d9, e2, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found it was difficult inserting the lamp assembly into lamp base and there was heavy dust inside the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the spare light blinking was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the spare lamp light indicator on the evis exera ii xenon light source was blinking. The issue was found during preparation for use of a needle biopsy procedure. The procedure was delayed by fifteen minutes but was completed using a similar device. There were no reports of patient harm.